Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump under-delivered, and the patient returned the pump with the bag fully saturated with drug. The event occurred during infusion, with patient involvement and no harm. It took place at the patient¿s home, and the device was operated by a healthcare professional.

Manufacturer narrative:
H6: codes updated. The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The complaint of customer reported pump under-delivered and patient returned the pump with the bag fully saturated with drug was unable to confirm complaint due to the device not being returned. The probable cause could not be determined.